Manufacturer narrative:
(B)(4). This complaint for a report of air in tubing (without alarm) was not confirmed. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center to report having a check heater line alarm with the homechoice (hc) machine during fill 1. During troubleshooting with the technical service representative (tsr) the care giver (cg) discovered air in the patient line. The tsr assisted the cg to end therapy. The cg would call back for assistance bypassing initial drain if needed. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.